Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image not being displayed could not be identified, nor could the phenomenon be reproduced/duplicated. However, it¿s likely the cause is related to a faulty cable. The cause of the faulty cable is associated with water entering a cut on the cable. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head did not display an image. The issue was found during preparation for an unspecified diagnostic procedure. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found the following: a) the insulation cable is damaged and has a cut. B) there is no sense intermittent of switch depression for the button #1; due to the button being worn off. C) error code e224 displayed; due to the faulty cable. D) the device failed water leak. And e) the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.